Event description:
Catheter broke off inside patient during a surgical procedure. Had to call another surgical team to retrieve it. Further information received from the customer revealed the following. The catheter was being inserted by a physician. Catheter balloon was tested prior to insertion. Catheter was inserted, presence of urine was noted and balloon was inflated. While pulling back on the catheter to engage balloon, the catheter came out of the urethra. It was noted that the catheter was broken and no balloon was present. A urologist was called to remove the remaining catheter portion via cystostomy. The patient outcome is good and the reporter does not believe that any additional stay was required due to the procedure. The reporter has no knowledge whether or not any type of lubricant were used to insert the catheter or during the surgical procedure itself. The assumption is made that if an abnormality had been observed during pretest, the catheter would not have been used. Note: complaint was initially forward to "allegiance healthcare corporation" who is one of euromedical's distributor in united states. "Euromedical" the manufacturer of the devices only received the complaint from "allegiance healthcare corporation" on may, 2002. Affected sample received on may, 2002.